Manufacturer narrative:
The cortrak was evaluated and found to be functioning per specifications. During initial power up, the monitor unit was in anonymous mode and no placements were saved on the internal memory of the cortrak 2 monitor. Lung placement is an inherent risk of all feeding tube placements and placement of the tube is dependent on the clinician and patient not the tube itself.

Event description:
A nasogastric feeding tube was inadvertently placed into the right lung of a patient resulting in a large right-sided tension pneumothorax, which required the placement of a chest tube. The clinician used a cortrak during the placement.